Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited t-wave oversensing due to a change in morphology which resulted in inappropriate shocks on two separate occasions. It was noted that the morphology change was the result of an elevated potassium level. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant recommended further troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after receiving another inappropriate shock. It was noted that the patient is undergoing dialysis and potassium was not at a high level. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.